Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that their blood glucose levels were above 22 mmol/l (396 mg/dl) while wearing the pod 24 and 36 hours on their arm. It was noted that the adhesive pad was not secure causing the cannula to dislodge from the infusion site an becoming bent. Hyperglycemia treated with a correction of 7 units of insulin.